Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump received a stuck button alarm. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump's display seemed to be defective as it was going from bright to dark. The customer was assisted in troubleshooting. He was advised to revert to back up plan and to put the insulin pump into storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, active current measurement, sleep current measurement and displacement test. No backlight anomaly or display anomalies noted during testing. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4)